Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4. The serial number and the UDI are pending. Information will be provided when available. H.4 mnaufacturing date is pending. Information will be provided when available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that a 3t heater cooler resulted positive to bacteria count. The device has been removed from service. There was no patient involvement.

Manufacturer narrative:
H10: several follow-up attempts were made to retrieve the serial number of the affected unit and information about the disinfection and cleaning protocol followed by the customer without success. Based on sap review, installed heater cooler 3t systems at involved customer are the following: model 16-02-85, serial numbers (B)(6) and (B)(6). According to the complaints database review, both units have never been complained for microbial contamination in the past. With no available information, root cause of the event could not be determined. However, considering investigation results of similar complaints, the reported condition could be traced back to: - device instructions for use for cleaning and disinfection procedures not followed by the user; or - a source of contamination related to the location where the device is used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.